Event description:
An 8mm amplatzer septal occluder (aso) was implanted in an infant with a large atrial septal defect and large left shunt whose qp/qs ratio was 1.5:1 at baseline and increased to greater than 3:1 with inhalation of nitric oxide; however, upon release the aso immediately embolized into the left atrium. The 8mm aso was percutaneously snared and a 9mm aso was successfully implanted.

Manufacturer narrative:
The aso was returned to sjm in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. The device was loaded and deployed from a test loader without any deformities. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. Medical records and still images were provided for review. The cause of the embolization could not be conclusively determined.